Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. The mcs instrument and tip cover accessory were replaced, however, the site experienced arcing from the replacement mcs instrument with a tip cover accessory installed. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA in relation to this case: 2955842-2011-00153.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.